Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported slda is attributed to patient anatomy. The reported mr and tissue injury are cascading effects of the slda. Additionally, mitral regurgitation and tissue injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026, that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2026, recurrent mr of grade 3 was observed. The patient returned symptomatic with heart failure symptoms. On (B)(6) 2026, transesophageal echocardiogram (tee) revealed torn posterior leaflets. The clip had had single leaflet device attachment (slda) from the posterior leaflet. There was no clinically significant delay reported.